Event description:
During early stage of bypass during open heart surgery clamp became loose and one of the tips broke off. Could have been life-threatening if full bypass had been underway. However, surgeon able to apply alternative clamp immediately.